Event description:
R waves show below 5 mv for past three checks, was higher for weeks before and is a relatively new device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).